Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with an elevated blood glucose (bg) of 598 mg/dl, and moderate ketones were present. Customer was treated with intravenous fluids and insulin and was released from hospitalization three days later. Reportedly, the issue was due to a site infection caused by a non-tandem infusion set. The infusion set information was not provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.